Event description:
Inserts would not engage with tibial tray.

Manufacturer narrative:
The products associated with this reported event were not returned for exam. A search of the complaint database did not show any reports against the product lot codes. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.